Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported ¿left side rupture and capsular contracture baker grade iii.¿ the device remains implanted.

Manufacturer narrative:
Reason for reoperation: malposition.

Event description:
Healthcare professional later reported left side "malposition". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ malposition: unable to observe. ¿ rupture: observed an opening assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported ¿left side rupture and capsular contracture baker grade iii.¿ healthcare professional later reported left side "malposition". The device has been explanted and replaced.